Event description:
It was reported that during the implant procedure, the lead could hardly be fixed. After repeated attempts, tissues adhered to the guidewire and the lead could not be implanted. It was noted that the lead was stuck on the guidewire and could not pass across. The lead was not used and was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.